Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. It was found the hiploc plate was incorrectly marked with the angulation and reference number. Investigation results concluded that the reported event was due to human error that occurred during the set up resulting in a correct marking of the lot number and an incorrect marking of the part number and the angulation. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) # - (B)(4). Report source, foreign ¿ event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the incorrect product was found to be in the box. A 135 degree plate was in a 130 degree plate packaging. There were no patient consequences as a result.